Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, lab: 11.5. Date: (B)(6) 2011, inratio: 1.5 (x4). Date: (B)(6) 2011, inratio: 7.5, lab: 5.5. Patient's therapeutic range: 2-3 inr. On (B)(6) 2011, patient went to the hospital for low pressure. The 7.5 inr results reported 4 times were from unspecified days during the week of (B)(6) 2011.

Manufacturer narrative:
Investigation pending.